Manufacturer narrative:
Pending engineering evaluation. Pending evaluation.

Event description:
Index surgery: (B)(6) 2016. Revision of shoulder components, likely due to humeral disassociation.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the humeral liner disassociating from the adapter tray, which led to glenosphere-tray articulation.

Event description:
Index surgery: (B)(6) 2016. Revision of shoulder components, likely due to humeral disassociation.